Manufacturer narrative:
H.6. Investigation: the customer reported the tubing is clogged, and returned the used samples. The samples were checked first for activation of the blue smart site piston, and then flushed with water. One sample would not flush at all no matter the pressure applied to the syringe. The other sample was flushed after popping open the piston under pressure. The complaint that smart sites are clogged is verified. The root cause is a lack of fluorosilicon. A trend for the occlusion issue has been identified for this product line. The appropriate personnel have been notified of this complaint. CAPA#1998036 was initiated. As part of the action plan, changes to the fluorosilicon reference parameters are in the process of being implemented. A device history record review for model 20059e, lot number 21019736, 20119630 and 20119631 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is a lack of fluorosilicon. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21019736 regarding item # 20059e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119630 regarding item # 20059e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119631 regarding item #20059e.

Event description:
It was reported that 1 largebore 8 inch ext vlv each from lots 21019736, 20119630, and 20119631 were blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "whenever we connect the syringe to press through on the IV it appears to be clogged and nothing will go through the saline will not go through."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21019736. Medical device expiration date: 2024-01-05. Device manufacture date: 2021-01-04. Medical device lot #: 20119630. Medical device expiration date: 2023-11-24. Device manufacture date: 2020-11-23. Medical device lot #: 20119631. Medical device expiration date: 2023-11-24. Device manufacture date: 2020-11-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 largebore 8 inch ext vlv each from lots 21019736, 20119630, and 20119631 were blocked/occluded during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "whenever we connect the syringe to press through on the IV it appears to be clogged and nothing will go through the saline will not go through."